Event description:
It was reported that the patient with this pacemaker device was found in safety mode. It was suspected that the device could have reached elective replacement indicator (eri). During the consult, there was difficultly reading this device. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.